Event description:
The facility biomedical engineer reported during performance specification testing the device was alarming with a 35 volt supply failure reference. There was no patient involvement.